Manufacturer narrative:
Discarded at account.

Event description:
It was reported that during a surgical procedure at the user facility, the device broke in half. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.